Manufacturer narrative:
Other, other text: returned device was received in good physical condition with a scratched screen. During the evaluation of the device, the issue was immediately replicated. The circuit board was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1660 and had a key pressed alarm. No patient was involved in this event. No adverse effects were reported.